Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction to b5. The customer did not report scratches on lens.

Event description:
The customer suspected that the scratches on image was due to scratches on the charge coupled device (ccd) cover glass.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had scratches on lens and image. The device was returned to olympus and an inspection and testing of the returned device found foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation "scratches on image" was confirmed. The image had white dots due to damage to the charged-coupled device unit. However, " scratches on lens" was not confirmed. As per the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it is unknown if there was a delay in the start of pre-cleaning. The air / water nozzle was flushed with water and air. It is unknown if the nozzle was cleaned with lint-free cloths / brushes / sponges. The air / water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. Additional findings include the following: the bending angle in the upward direction did not meet the standard value due to wear of the angle wire, the play of the up and down knob was out of standard value due to the wear of the angle wire, the adhesive on the bending section cover had a chip / crack / and a white-clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective lens was peeled, the objective lens had a chip, the light guide lens had a crack, the adhesive around the light guide lens was peeled, universal cord was wrinkled, flexibility adjustment ring has a scratch and the plastic distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.